Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
It was reported that the ventilator had several alarms triggered, the blower was neutral, the fan restarted and the alarm was impossible to turn off. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with the service engineer over the phone and found the battery was drained as well as error codes indicating 35 volt failure, auxiliary alarm supply failed, backup alarm failed, cooling fan speed error and alarm light emitting diode (led) failed. The device was then unable to turn on. The service engineer (se) replaced the power management (pm) board to address the reported issue. The unit was returned to use.